Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon stripped off the catheter. The lesion being treated was in the right coronary artery (rca). The physician successfully deployed a taxus express2 3.0 x 20 mm stent, however, as the delivery balloon was withdrawn from the treated site, the balloon stripped off the catheter. The physician was unable to retrieve the balloon and the pt was sent for bypass surgery. Pt status is reported to be "satisfactory/good."